Event description:
A baxter ap2 pca pump was removed from a "do not touch" box in the materials department, and used on patient who was on a ventilator and sedated for medication administration. The hospital does not use this pump anymore. The pump was reading low volume, so the ICU nurse went to change the bag and noticed that the bag was almost full. It was programmed for an 8 cc/hr dosage, but and only 35 cc infused in 23 hour period.